Manufacturer narrative:
The reported issue of the driver not passing the system check was confirmed through the patient file review, which indicated an issue with the 9 volt battery. During investigation testing, the 9 volt battery voltage was found to be below the required range. Additional testing reproduced the results reported issue and the 9 volt battery was found to have been drained below acceptable limits. Previous investigations determined the root cause to be a malfunction of the 9 volt battery switch board assembly, causing a higher than normal current drain that results in premature 9 volt battery depletion. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4857 follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver did not pass the system checkout procedure.